Manufacturer narrative:
Submit date: 11/02/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer states that one of the extensions cracked next to the clamps and was leaking blood and air. The catheter was placed on the (B)(6) 2015. The dialysis was stopped and the catheter was replaced. The patient condition is good.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A physical sample was not received for evaluation; however, two photos were received for a visual inspection. The photos observed showed a venous extension with blood inside. Blood was also seen on the clamp of the blue extension. Because a physical sample was not received, the reported issue could not be confirmed. A possible root cause may be due to the device coming into contact with a sharp object or excessive force. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing and 100% visual inspection at the final stage of production, which would identify this issue in the catheter assembly. No additional actions are required. This complaint will be used for tracking and trending purposes.